Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hypoglycemia on unknown date and unknown blood glucose value. Customer stated when paramedics got there his blood glucose was 6.8 mmol/l. The customer stated that the auto mode feature was not active. The customer was treated with glucose tablets. Customer declined to troubleshoot for the low blood glucose value. The device will be returned for analysis.